Event description:
It was reported that the customer was hospitalized for hyperglycemia. Prior to the event, the customer stated having hbgs for the past three days and was ill. It was indicated that the md believes the pump is at fault. The programming and histories were accurate. Troubleshooting was done and the pump passed the prime test. It was stated that the alarm history was showing an alarm that occurred prior to the event. The customer stated that the md wants the pump replaced.